Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that an axios stent and electrocautery enhanced delivery system was to be implanted in the pancreas to treat a pseudocyst during an endoscopy procedure performed on (B)(6) 2022. During the procedure, the physician was in the last step of deployment; however, the deployment system was loose and the stent did not fully deploy. The procedure was completed using another axios stent. There were no patient complications due to this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: no further information has been obtained despite good faith efforts.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4) captures the reportable event of an axios stent partially deployed. The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Blocks b5 has been updated with the additional information received on july 26, 2022. Block a2: patient's exact age is unknown; however it was reported that the patient was over the age of 18. Block h6: medical device problem code a15 captures the reportable event of an axios stent partially deployed. Block h10: an axios stent and electrocautery enhanced delivery system were returned for analysis. Visual examination of the returned device found the stent fully covered by the outer sheath and undeployed. The delivery system was received in position "4". The tip showed evidence of electrocautery. A functional inspection was performed to inspect the catheter lock for functionality; the stent could not be released from the delivery system. A destructive inspection was necessary to identify torsion of the delivery system; the outer sheath was found twisted and detached. No other problems were noted to the stent and delivery system. The reported event of stent failure to deploy was confirmed; the stent was received fully covered by the outer sheath and undeployed. A product labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. According to the product analysis, the outer sheath was returned twisted and detached which is evidence that the handle was incorrectly rotated as the IFU states "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." Based on the available information, the investigation concluded that the reported event and observed failures were likely due to failure to follow the manufacturer's instructions. It may be that the technique used by the physician in rotating the handle incorrectly during the procedure, limited the performance of the device and contributed to the stent failure to deploy and outer sheath twisted and detached. Therefore, review and analysis of all available information indicated the most probable cause is failure to follow instructions. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation on june 02, 2022 that an axios stent and electrocautery enhanced delivery system was to be implanted in the pancreas to treat a pseudocyst during an endoscopy procedure performed on june 01, 2022. During the procedure, the physician was in the last step of deployment; however, the deployment system was loose and the stent did not fully deploy. The procedure was completed using another axios stent. There were no patient complications due to this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on july 26, 2022 it was reported that the axios stent could not be deployed and was removed from the patient fully covered by the outer sheath.